Event description:
A healthcare professional reported left side rupture and "the left prosthesis has sinuous profiles probably in relation to capsular contraction phenomen" baker grade unknown. The device has been explanted and replaced.

Manufacturer narrative:
Continued additional phone number(s) email address (e.1): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture and ¿the left prosthesis has sinuous profiles probably in relation to capsular contraction phenomen" baker grade not provided.

Event description:
A healthcare professional reported, left side rupture. And "the left prosthesis has sinuous profiles, probably in relation to capsular contraction phenomen", baker grade unknown. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on posterior side assessed, unidentified (tear) opening. And missing piece of orientation dot assessed, as inconclusive. Shell thickness within specification. Wrinkling of the skin: unable to observe, since it is not related to the device. Capsular contracture: unable to observe, since it is not related to the device. Additional observations: no other observations observed. No further actions are required, as the device was implanted.

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of rupture/ capsular contracture was requested on dec 19, 2023. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
A healthcare professional reported left side rupture and "the left prosthesis has sinuous profiles probably in relation to capsular contraction phenomen" baker grade unknown. The device has been explanted and replaced.